Event description:
It was reported that the bns 7 in stdbore pr ext rem IV con sl experienced a missing component. The following information was provided by the initial reporter: material no: mz5304bns, batch no: unknown. Although the complaint description received stated ¿defective needleless valve, leaking¿ it was identified that the account reported the issue was that there was no hub connected to the tubing. This is confirmed based on evaluation of the sample that was received. Upon further investigation, it was identified the customer reported there was no hub connected to the tubing.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-15. Investigation summary: customer reported the maxzero hub was missing from the set when the sample was opened. The customer returned the label and extension set, but no maxzero, and the complaint is verified. The root cause is traced to the assembly and a failure to include all the necessary parts. This is an isolated event and we will be watching for more failures of this nature. The customer reported officially the lot number as "unknown", but gave a list of possible lot numbers. A device history record review for model mz5304-bns, lot number 19117296 was performed. The search showed that a total of (B)(4)units in 1 lot number was built on 28nov2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mz5304-bns lot number 19125630 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12dec2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mz5304-bns lot number 19117293 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27nov2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mz5304-bns lot number 19106124 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21oct2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mz5304-bns lot number 19106291 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22oct2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mz5304-bns lot number 19106122 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17oct2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mz5304-bns lot number 19125634 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12dec2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mz5304-bns lot number 19125635 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12dec2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mz5304-bns lot number 19125629 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12dec2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bns 7 in stdbore pr ext rem IV con sl experienced a missing component. The following information was provided by the initial reporter: material no: mz5304bns. Batch no: unknown. Although the complaint description received stated ¿defective needleless valve, leaking¿ it was identified that the account reported the issue was that there was no hub connected to the tubing. This is confirmed based on evaluation of the sample that was received. Upon further investigation, it was identified the customer reported there was no hub connected to the tubing.